Manufacturer narrative:
It was reported that during device implant the sensing and threshold levels obtained through the analyzer were significantly different than those obtained from the device. Readings were tested through the analyzer again and similar readings were received. The device was not implanted and was replaced. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device as returned, analyzed and no anomalies were found.

Manufacturer narrative:
It was reported that during device implant the sensing and threshold levels obtained through the analyzer were significantly different than those obtained from the device. Readings were tested through the analyzer again and similar readings were received. The device was not implanted and was replaced. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device as returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and analysis revealed the distal conductor was fractured. It was noted there was a white substance and cosmetic depression of the outer insulation. (B)(4) the full lead was returned in segments, analyzed and analysis revealed the distal conductor was fractured. It was noted the distal conductor was distorted and there was a white substance and cosmetic depression of the outer insulation.

Event description:
It was reported that there was loss of capture and out of range impedance on both leads. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.